Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent had migrated. According to the complainant, during a scheduled follow-up stent removal procedure (date unknown), the stent was noticed to have migrated into the left intrahepatic duct. Attempts to obtain additional information regarding the circumstances surrounding this event and ascertain the patient's condition have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.